Event description:
It was reported that a dexcom g6 continuous glucose monitor (cgm) and transmitter were newly applied and initially failed to pair with the ilet bionic pancreas, while the dexcom mobile app displayed glucose readings, indicating cgm pairing failure specific to the ilet interface. No physiological or clinical symptoms were reported by the user. Outcomes included temporary interruption of automated insulin dosing and the need for user intervention to restore cgm pairing. User support included remote troubleshooting with guidance to re-enter the sensor code and transmitter serial number, toggling pairing settings, and education that connection may require additional time to establish. Investigation of this case revealed that the ilet did not initially recognize or connect to the cgm transmitter despite proper function of the cgm with the mobile app, indicating a communication pairing issue between the ilet and the cgm component. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related pairing difficulty that resolved with standard troubleshooting and waiting for the connection window.